Event description:
It was reported to philips that during transport of a patient, the device had high o2 supply pressure and no oxygen available alarms. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with another ventilator. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that the high-pressure hose had been placed directly on a regular cylinder. The rse advised the customer that the e-cylinder in use was not regulated below 98 psi and should be taken out of use until adjusted closer to 50 psi. The rse had the customer loosen the hose from the transport manifold to the o2 inlet port. The customer reported they could hear pressure escape. After this action was taken, the device now operates in ventilation mode with no o2 alarms. No replacement parts were required. The cause of the reported issue was a set-up error by the customer.